Event description:
The patient was revised due to cta head disassociated from the stem.

Manufacturer narrative:
Visual inspection of the returned head exhibited numerous scratches. Provided information from the sales rep found the stem was cemented first and then the head was assembled afterwards. A depuy warsaw product development engineer stated the assembly of the head onto the stem should be done prior to implanting. The engineer stated a couple of things could have happened with the incorrect technique. While impacting the head onto the stem, it could have migrated distally into the humeral shaft and the tapers never engaged. Another possibility is the bone may have been hit underneath the head before the tapers engaged. A search of the complaint database found no prior reports for both reported part and lot number combinations. Review of the device history records did not reveal any manufacturing deviations or anomalies.